Manufacturer narrative:
H10: the white luer adapter only of the cassette was received attached to the female connector of the transfer set. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing was performed with the white luer adapter still connected to the female connector of the transfer set which included leak, clear passage and clamp function tests and no issues were noted. No leaks were observed. The white adapter was hand removed from the female connector and a visual inspection was performed and there were no issues noted on the mating components. The reported condition of connection issue to female adapter of the transfer set was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following facilities: (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of homechoice cassette and female connector of the minicap transfer set. This occurred during use of peritoneal dialysis therapy. The connection issue was further described as "the patient was not able to disconnect from the patient connector as the patient connector would not come apart from the transfer set". The patient disconnected by cutting the line beyond the patient connector after clamping the line off. There was no patient injury or medical intervention associated with this event. No additional information is available.